Manufacturer narrative:
(B)(4). (B)(6).

Event description:
On 15nov2018, an eye care provider (ecp) from (B)(6) emailed to report a patient (pt) had ¿keratitis¿ symptoms while wearing 1-day acuvue® define¿ with lacreon® brand contact lenses (cl). On (B)(6) 2018, a call was placed to the pt and additional information was received: the pt reported that on (B)(6) 2018, the right eye (od) became red after wearing 1 lens for 3 hours. The pt had pain after removing the lenses and could not open the eye. The pt had pain and tearing for the rest of the night and visited the hospital on (B)(6) 2018. The eye care provider (ecp) diagnosed ¿keratitis¿. The pt prescribed three types of unspecified ¿anti-inflammation eye drops¿ but was able to provide the names of two eye drops as "ganciclovir" and "levofloxacin" (unspecified dosage, frequency, duration). The pt advised the eye was slightly better, but still experiences eye pain if the eye is used for too long. The pt was instructed to return to an ecp for an eye check after 7 days. No additional information was provided. On (B)(6) 2018 additional information was received: the pt had a follow-up visit with the ecp on (B)(6) 2018 and was diagnosed with bacterial keratitis. The pt reported the redness has resolved, but the od remains itchy. The pt was informed by the doctor that if the eye improves within this month, then the pt will not need to return to the doctor. The pt is to continue the use of the eye drops and to follow the same usage (unspecified). The pt was unable to provide any additional information. Additional medical and product information has been requested from the pt, but nothing additional has been received. It is unknown if the suspect cl is available for return. No product or lot information was available. No analysis could be conducted. If any further relevant information is received, a supplemental report will be filed.